Event description:
It was reported that a recently implanted lead had noise and oversensing. It was further reported that fluoroscopy of the lead revealed an apparent fracture at the proximal end of the proximal coil. There was also sensing difficulties noted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead in segments was returned and analyzed; analysis revealed the defib conductor was fractured. The defib conductor was also distorted and there was blood/body fluid (not obstructed) on the distal conductor. The outer insulation was breached due to a clavicle-rib crush and the outer tubing overlay had blood/body fluid on it, was melted, and had cosmetic environmental stress cracking. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself and the lead was flexed.